Event description:
Patient reported obtaining back-to-back blood glucose results of 132 mg/dl, 251 mg/dl 266 mg/dl and 140 mg/dl, while using the suspect device. Patient did not indicate if therapy was modified based on these results. No patient injury was reported. While on the line with technical support, patient performed a level-one quality control test and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.